Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid right coronary artery that is 100% stenosed. A 4.0x08mm xience skypoint was attempted to be advance; however, met resistance with anatomy. It was noted during removal resistance was also met with anatomy. The procedure was completed with a non-abbott stent. There was no adverse patient effects and no clinically significant delay reported. Subsequently after initial was filed it was confirmed the device failed to cross due to anatomy and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B7: was updated to "the account contact declined to provide missing patient information due to hospital policy".

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid right coronary artery that is 100% stenosed. A 4.0x08mm xience skypoint was attempted to be advanced; however, met resistance with anatomy. It was noted during removal resistance was also met with anatomy. The procedure was completed with a non-abbott stent. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.